Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and was implanted into the patient to treat sui. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted along on (B)(6) 2010 along with concurrent posterior colporrhaphy-rectocele due to posterior vaginal prolapse and stress incontinence.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient underwent urethrolysis and excision of mesh on (B)(6) 2014 due to exposure, persistent pelvic pain.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh implanted to treat stress urinary incontinence. The patient underwent another gynecological procedure on (B)(6) 2011 and mesh was implanted. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported the patient underwent urethrolysis, cysto urethroscopy, old sling removal due to vaginal mesh erosion/extrusion, on (B)(6) 2011 and two other types of mesh were then implanted at this time. No additional information was provided.